Event description:
It was reported that white particles were found floating inside a small volume intermate. This was observed after compounding with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available. This is report five of five.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.